Event description:
The complainant reported that during the removal of a vaxcel pasv PICC that had been therapeutically placed (implant date unk) in a pt (age and gender unk), the PICC became stuck, and required a lot of force to remove it from the pt. The clinicians were finally able to successfully remove the entire device from the pt. The complainant reported that there were no adverse effects on the pt as a result of the reported malfunction.

Manufacturer narrative:
The complainant reported that the device has been discarded and would not be returned for eval; therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Out direction for use outline appropriate placement, access and maintenance procedures.